Event description:
Customer reported, the system would not save images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the work station ide drive, erased the flash, then reloaded system software. Rebuilt the nodes, then restored all cal files. Created several test cases and confirmed the system was saving properly.